Event description:
During a supraventricular tachycardia procedure, communication issues resulted in a procedural delay. It was noted that the tactisys unit would not connect to the ensite system. Rebooting the system and reseating the connections did not resolve the issue. Two tactiflex catheters were used during troubleshooting but the issue persisted. The procedure was completed with a non-abbott (carto) system and non-abbott (biosense) ablation catheter. There were no adverse patient consequences.

Manufacturer narrative:
One tactisys¿ quartz sn (B)(6) was received for evaluation. The tactisys was not able to be connected during investigation. Based on the information and investigation provided to abbott, the root cause was isolated to the data storage of the serial number. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.